Event description:
A report was received from an eyecare practitioner that a pt experienced bilateral pyocyanic corneal abscess and keratitis associated with wear of focus monthly visitint lenses. This case has been designated as the left eye event. Request has been made to obtain add'l info, however, no further info is available at this time.